Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue a track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: customer mentions receiving the error code on 8015 (s/n (B)(4)), failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer mentions receiving the error code on 8015 (s/n (B)(4)). Customer mentions also, swapping the serial I/o board assembly for the main speaker error. This was to isolate problematic fault. The error code re-occurred after the main speaker replacement. Explained to customer, the problem fault is associated with the audio circuitry on the logic board. Customer to repair/replace the logic board. Explained the service level 1 & 2 repairs maybe appropriate as well. Customer may call back, if any further issues of concern. End call.